Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01523. This report is being submitted as additional information. Approximate age of device ¿ 3 years and 10 months. Manufacturer's investigation conclusion: the pump remains implanted and the patient continues on vad support. An external percutaneous lead (driveline) replacement was not performed, therefore the report of damage to the silicone sleeve of the driveline could not be confirmed. Examination of the submitted x-ray image showed some areas of potential concern; however, the images were inconclusive of any definitive wire breakdown. Analysis of the submitted system controller log file appeared to show the pump functioning as intended. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The patient handbook contains a section on ¿caring for the percutaneous lead" and addresses damage due to wear and fatigue of the driveline. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on (B)(6) 2018, that the lvad clinician requested an external percutaneous lead (driveline) replacement due to excessive damage to the outer jacket of the driveline. On (B)(6) 2018, the submitted log file was reviewed by the manufacturer¿s technical services representative and no unusual events were observed. The submitted x-rays were reviewed and an area of wear at the distal end of the driveline was observed. On (B)(6) 2018, the manufacturer¿s technical services representative reported the lvad clinician stated that they needed to reschedule the driveline replacement as the surgeon on standby was not available. No further information has been provided.